Manufacturer narrative:
The reported event of a red heart alarm was unable to be confirmed during analysis. The data log file was unable to be collected and as a result, the operation of the pump and any alarm conditions that may have occurred could not be confirmed. The log file was erased successfully and once the original data was erased, and new events were created, the log file was able to collect properly. The returned system controller operated on a mock circulatory loop without any notable issues. The analysis was unable to determine what events resulted in the inability to retrieve the original event history data. Although the analysis of the controller revealed damage to the connector strain relief of the black power lead as well as the early stages of the conductor breakdown within both power leads, these observations did not affect controller function. A review of device history records for this device showed no deviations from manufacturing or qa specifications. The reported event of elevated power and low voltage advisory alarms was unable to be confirmed during the analysis of the returned battery clips. The battery clips functioned as intended throughout analysis both with a test system controller and the system controller/batteries returned from the reported event. The reported event of a red heart alarm, and low voltage events that resulted in the system stopping was unable to be confirmed via the battery analysis. All returned batteries were connected to the returned battery clips, returned system controller, and a test pump mock loop, the system operated as intended with no alarms active. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a red heart alarm and multiple low voltage advisory events. The log file contained multiple low battery advisory alarms just prior to a low battery hazard event. Power was eventually lost and the pump turned off momentarily causing a low flow hazard. Power was restored and the pump began to operate normally. The patient received new batteries, battery clips, and a primary system controller.

Manufacturer narrative:
The devices were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The hospital reported that the patient let their batteries run out of power and the batteries were not calibrated. They reported that this was the cause of the pump stop and the equipment was not maintained properly by the patient.